Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had high out of range pacing impedances greater than 2000 ohms that triggered a lead safety switch. The plan was to monitor this patient via the remote monitoring system. No adverse patient effects were reported.